Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a bd alert and is suspected of premature battery depletion. Boston scientific technical services suggested device replacement due to the anomaly. The plan is to replace the device in a few months. No adverse patient effects were reported. This device remains in-service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a bd alert and is suspected of premature battery depletion. Boston scientific technical services suggested device replacement due to the anomaly. The plan is to replace the device in a few months. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) triggered a bd alert and is suspected of premature battery depletion. Boston scientific technical services suggested device replacement due to the anomaly. The plan is to replace the device in a few months. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.